Event description:
It was reported via social media that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time following the implant procedure, the closure device migrated out of the laa. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Manufacturer narrative:
B3: date of event - aware date of 06jan2023 used as event date is unknown.

Event description:
It was reported via social media that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time following the implant procedure, the closure device migrated out of the laa. No further information on the status of the patient is available. It was further reported the closure device was explanted (B)(6) 2022.